Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left hip on or about (B)(6), 2007. Patient is permanently harmed by severe metal poisoning and metallosis from the metal debris of the asr implants. Patient has not scheduled as explantation of the asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records for the MDR reportability, patient was revised to address elevated metal ions. Operative findings reported of corrosion of the stem and recipropcal corrosive change and small amount of osteolytic debris. There is no laboratory result for the elevated metal ions. Added stem and sleeve in the complaint.